Event description:
Blood product collected from blood bank with label stating 500ml contents. Resident confirmed desired administration over 4 hours, so nurse set administration rate as 125 ml/hr. Infusion started at 0500 and was completed shortly following 0700. Administration confirmed and cosigned with second nurse at start of administration per blood administration policy.